Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ 71 cm sheath was received for investigation. The reported event of guidewire withdrawal difficulty and a damaged guidewire was confirmed, however no shearing was noted on the returned guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During the procedure, the guidewire was difficult to remove from the introducer. Upon removal, at the curve location, the guidewire appeared to have a malformation that looked like shearing. The device was replaced to continue with no patient consequences.

Manufacturer narrative:
Further information confirmed there was no fragment detached from the device.

Event description:
Further information confirmed there was no fragment detached from the device.